Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was damaged. It could not be determined how or when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 23.7 mmol/l (426.6 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with correctional bolus, temp basal, manual injection and a new pod.